Event description:
The pt experienced increased pain without response from aggressive boluses in his pump. The catheter was determined to be dislodged from the intrathecal space via a contrast study. The catheter was revised on (B)(6) 2004. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).